Manufacturer narrative:
Brand name not available as product was manufactured on or before september 23, 2014. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector segment of the lead was returned measuring 5.0 cm. Lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at 4.5 cm to 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.